Event description:
Patient's ot ultra meter would not power on. Medical affairs attempted unsuccessfully to reach the patient by phone. The customer service representative documented the following information: the patient was experiencing symptoms of blurry vision, nausea, and diarrhea. They attempted to test on the meter and it would not power on. Immediately afterwards they tested on a neighbor's meter and the result was 460 mg/dl. They went to the hospital where they were given medication for diabetes (type of medication was not provided by the patient). The issue with the meter was not resolved. The patient also alleged that prior to the power issue the meter was reading inaccurately low. They stated that they performed a comparison between their meter and their physician's meter. The results were 128 mg/dl on their meter and 600 on the physician's meter and the tests were between 21 to 30 minutes apart. This is an invalid comparison, however the patient was experiencing symptoms of blurry vision, dizziness, weakness, and fatigue which correlates with the physician's meter. It would have been helpful to know if the patient received treatment while at the physician's office. A letter is being sent to the patient to attempt to obtain more clinical information regarding this case.